Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead got stuck and despite several helix rotations, it could only be removed by pulling. On removal, the helix was stretched and tissue was stuck in the helix. The lead was replaced. No patient complications have been reported as a result of this event.